Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair noted the customer reported issue was not able to be duplicated however, when the unit was turned on, an error code 200 ref 53 found due to the ID board was not properly mounted. Some snaps hold pkrf and sprf board noted to be broken. Unit noted to be running old software version v3.02 and needs to be upgraded to v3.03. Additionally, during testing, the ID board reinstalled and the unit passed functional and the 2 hour burn in test. Multiple minor scratches noted on the housing. Review of the fault log, the following errors found : 200 ref 53, one time: indicated pk_cut_coag failure [post check]. Cpu checks socket select relay setting. 200 ref 54, one time: indicated pk_skt_set failure [post check]. Cpu checks socket select relay setting. 400 ref 12, five times: indicated footswitch mode pedal stuck. The usual cause is that the relevant foot pedal is held down during power on self test or there is a faulty foot pedal. 200 ref 92, one time: indicated electrode ID failure. Cpu checks for overactive ID count flag not set. Cpu checks ID count< 1500. This error can be caused by faulty test box or operator error. Evaluation findings noted unable to duplicate the customer reported issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of the " output reading was below range at pk3 200 watt check" on the pk superpulse device. According to the reporter, the issue did not occur during a patient procedure. The intended procedure was completed using another similar device (another pk superpulse). There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to e3 and g2. Please see updates to e2, e3, g2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the low output was unable to be identified, as the low output was unable to be duplicated. Olympus will continue to monitor field performance for this device.